Event description:
Information received by medtronic indicated that the customer reported pump cracked around the backside and battery cap. Troubleshooting was performed and the customer was unsure about the issue. Customer stated that the issues was identified during the battery change. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. No harm requiring medical intervention was reported. Customer was advised that the pump will be replaced and the pump will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Etainer ring = black case type: ngp customer returned device for an alleged cosmetic damage/crack on the battery side on october 01, 2022. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The device passed the displacement test and self test. The following were noted during visual inspection: cracked case (battery tube) and cracked battery tube threads. Unable to confirm battery cap damage due to device received without the original battery cap. In summary, customer alleged cosmetic damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.